Event description:
Maryland ligasure ref: lf1937 while inside patients closed and would not reopen. Lot number: 13726434. Instrument bagged and given to staff along with packaging. FDA safety report ID # (B)(4).